Manufacturer narrative:
UDI related data quality updates only. This MDR only contained the di portion of the UDI included in the medwatch form. The MDR has been corrected by adding the full UDI number.

Event description:
This report represents a correction to a previously submitted MDR.

Manufacturer narrative:
Background information: quickie q700m owner's manual, page 7 states: "warning! Do not use any wheelchair that has been involved in a motor vehicle accident. A sudden stop and/or collision may structurally damage your wheelchair. There may have been a change to the structure of the chair, and/or damaged or broken some of the components. Wheelchairs involved in sudden stops should be inspected for possible failures in frame and/or components. Frame damage may be represented by but not limited to: visual cracks, dents, metal distortion, bends, or damage to the seating mounting. If the chair no longer drives straight, it could be damaged. If the wheelchair has been involved in an accident, discontinue use immediately and contact your sunrise medical authorized dealer for a thorough inspection. If damage is questionable or if there is concern regarding the condition of the chair, sunrise medical recommends replacement of the chair. Wheelchairs involved in collisions should be replaced." Discussion: in reviewing the complaint, the end user's sister stated the end user was crossing the road with five (5) seconds left on the crosswalk timer and was hit by a motor vehicle. The end user was allegedly thrown from the wheelchair. The end user's sister stated the wheelchair had nothing to do with the accident. A DHR review for this product was conducted and no abnormalities, deviations or ncmr's related to the claim were identified in the manufacturing process. The end user allegedly sustained four (4) broken ribs during the accident. After the incident, the end user was taken to the hospital. He was admitted to the ICU initially but is staying in an assisted living facility for thirty (30) days. Conclusion: in conclusion, there is no evidence of malfunction or defect from the wheelchair. Due to the allegation of a serious injury that required medical intervention (broken ribs), this MDR is being filed.

Event description:
The end user's sister stated the end user was crossing the road within the crosswalk and was hit by a motor vehicle. The end user allegedly sustained four broken ribs during the accident. The end user's sister stated the wheelchair had nothing to do with the accident.